Event description:
Pt vomited blood in recovery room following successful endoluminal gastric tissue plication procedure. Pt returned to operating room and surgeon used endoscope to perform thorough inspection of the stomach. Presence of clot in the fundus was noted; however, no active bleeding was found. Surgeon injected epinephrine around clot, pt received transfusion, and was observed overnight in hospital. Pt discharged next morning symptom-free. Pt contacted by phone 48 hrs post-discharge and confirmed no subsequent symptoms or sequelae.

Manufacturer narrative:
Surgeon stated that he did not experience any malfunctions with the g-lix grasper. The device performed as intended and the procedure was successfully completed. Surgeon noted presence of clot during procedure but did not identify any active bleeding at the conclusion of the procedure. Surgeon suspects that grasper may have caused incidental trauma to submucosal blood vessel while grasping tissue. Low blood pressure, typical while under general anesthesia during a surgical procedure, may have masked the bleeding. Pt's vomiting in the recovery room may have then accelerated the bleeding. Bleeding is a potential complication identified in the device instructions for use.